Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display was flickering. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported during a routine check performed by customer, intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement.

Manufacturer narrative:
(Event site state - (B)(6), event site postal code - (B)(6)). A getinge field service engineer (fse) was observed trolley is loosen, all four wheels are damaged, causing uneven drive of the system while shifting the machine from one place to another which results in loosening of contact points in whole system . Reconnected display cable on video receiver board, checked systems performance on iabp trainer & balloon, system working ok. Fse recommended to replace all wheels of the trolley. There was no patient involvement.